Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was undersensing the atrial beat occasionally on the current electrogram (egm). This lead remains in service. No adverse patient effects were reported. Due to the limited information, further follow-up to obtain related details was not possible.